Manufacturer narrative:
One device was returned for analysis. Visual inspection found a ripped downstream occlusion seal and a peeled upstream occlusion seal. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to a damaged downstream occlusion seal. As a result, the downstream/upstream occlusion seals were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bubbled and ripped downstream occlusion (dso) seal. There was no patient involvement.